Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. All the components were removed and replaced with a new ipp system. No information about the patient's outcome was provided. Additional information received. The previous ipp was replaced due to is stopped working around (B)(6) 2019. Patient could not inflate the device. The patient had a good outcome.

Manufacturer narrative:
Device analysis: product investigation confirmed the allegation of a device malfunction. The ipp cylinders and (ms) pump were visually inspected. One of the cylinders had a leak 2 that was the result of tool damage consistent with explant damage. This damage was considered a secondary failure. The pump was functionally tested and failed the deflation and activation tests, thus requiring more force to activate the pump and longer than 14 secs to deflate. Product analysis concluded the pump as the most probable cause of the reported device malfunction. Visual inspection of the ams ipp cylinders and the momentary squeeze (ms) pump confirmed the allegation of a device malfunction. The pump failed the deflation and activation functional tests. Product analysis concluded pump malfunction as the probable cause of the event, as issues activating and deflating the pump could directly affect the functionality of the device. The product record review confirmed the reported events do not represent an unanticipated event. An investigation conclusion code of cause traced to component failure was chosen, as the reported events of pump malfunction were confirmed through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. All the components were removed and replaced with a new ipp system. No information about the patient's outcome was provided. Additional information received. The previous ipp was replaced due to is stopped working around (B)(6) 2019. Patient could not inflate the device. The patient had a good outcome.